Event description:
Started to notice this problem in 2001. Thought it was an isolated case. The next week it became frequent. Tourniquets began coming off after inflation. After start of surgery surgeon would lose field vision due to bleeding. A sample product of each lot number, with the exception of 9227600, will be returned to the MFR for their review. Lot number 9227600 was not available in its original packaging, which made identifying very difficult. The product itself does not have visible lot numbers that would identify the item.